Event description:
It was reported that a patient experienced an unspecified infection coincident with peritoneal dialysis therapy. The cause of the infection was unknown. The infection was manifested by pain, shaking, and vomiting. On the same day as onset, the patient was hospitalized for the infection. The patient was treated with an unspecified antibiotic (dose, frequency, route and duration not reported) for the event. Seventeen days after being admitted, the patient was discharged from the hospital. The outcome of the event of infection was not reported. At the time of this report dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.